Event description:
It was reported that pt underwent revision left hip arthroplasty ultilizing custom prosthesis in 2004. Pt dislocated hip when reaching for shoelace and returned to surgery 2 month later. Constrained modular head component found disassociated from liner.